Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl. The patient experienced skin irritation causing, skin peeling, and clear liquid drainage had occurred while wearing the pod between 4 and 24 hours. Symptoms began 1 day into usage. The affected area was slightly larger than the pod. Patient visited physician and was prescribed hypoallergenic cream.